Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the device start up phase. The device then alarmed due to high conductivity. There was no pt injury or medical intervention associated with the incident.